Event description:
(B)(4). My device was covered under insurance. I had it implanted in (B)(6) 2012 and since then I have suffered from loss of hair, constant cramps in my sides, back and stomach, I've become anemic,a m fatigued alot, several bacterial infections, and migraines.